Event description:
A customer contacted beckman coulter inc (bec), and reported there had been a leak of several milliliters in volume, behind the act diff analyzer, that was green in color mixed with white powder/salt. The spill was not contained within the instrument. The operator was wearing gloves. There was no exposure to open wounds or mucous membranes. The material safety data sheet (msds) was reviewed. There is a risk management/exposure control plan in place at the facility. No patient results were affected. There was no change to patient treatment attributed to this event.

Manufacturer narrative:
Per labeling, beckman coulter, inc urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. The customer called bec call center on (B)(4) 2012 and requested a call back for the next day with no details of any issue. Upon call back on (B)(4) 2012, the customer did not see any leaks that morning ((B)(4) 2012). Origin of the leak was unknown. Customer was not aware of anything done to resolve the leak. Bec field service engineer (fse) was not dispatched for this event, since there was no leak at time of call back. The cause of the leak is unknown. (B)(4).